Manufacturer narrative:
Icy catheter lot # was updated in b5 (describe event or problem), and d4 (suspect medical device lot #) updated patient's age and gender in a2 (age at time of event), and a3 (sex). The reported complaint of "the icy catheter (lot #172067) leak" was confirmed during the functional testing of the returned catheter. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues on the balloons and luer tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and three similar complaints were reported for the icy catheter with lot #172067. Ccr 65874 was reported on may 23, 2022, ccr 66538 was reported on july 08, 2022, and ccr 69097 was reported on september 21, 2022. A bonding leak was observed at the medial balloon.

Event description:
An ivtm therapy (normothermia) was initiated for a post-CPR patient using the icy catheter (lot #172067) and thermogard xp ivtm system. The icy catheter was inserted into the right femoral vein with no difficulty. After two days of the ivtm therapy, the thermogard system generated an "air trap warning" alarm. The user noted an empty 500 ml saline bag and stated that the catheter was leaking. No leaked saline was noted on the system, patient bed, floor, etc. The dwell time of the catheter was 48 hours. The customer replaced the catheter to continue the ivtm therapy using the same thermogard system. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
An ivtm therapy (normothermia) was initiated for a post-CPR patient using the icy catheter (lot #: unknown) and thermogard xp ivtm system. The icy catheter was inserted into the right femoral vein with no difficulty. After two days of the ivtm therapy, the thermogard system generated an "air trap warning" alarm. The user noted an empty 500 ml saline bag, and no leaked saline was noted on the system, patient bed, floor, etc. The dwell time of the catheter was 48 hours. The customer replaced the catheter to continue the ivtm therapy using the same thermogard system. No consequences or impacts on the patient.